Event description:
Add'l info rec'd from MFR 9/29/99: please be advised that the complainant has indicated to datascope corp that the subject device shall be returned for evaluation but it has not yet been received by its product surveillance and support dept.